Event description:
It was reported that a vial-mate adapter leaked from an unspecified location. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date ¿ the vial mate lot was manufactured from 09/18/24 to 09/23/24. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the sample as received outside of the finished good packaging and in the ¿locked¿ position but has evidence of being docked to a solution bag as the seal flange prongs were flipped in the upward position. The septum also was received with a puncture. Functional testing was performed, and it was noted that the device was successfully reconstituted. No functional abnormalities were noted during the functional test. The device functioned as normal, and no leaking was observed while reconstituting. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.